Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there was a calibration error interrupting infusion to patient. While infusing fentanyl in an intubated patient, syringe driver started reading ¿calibrate," interrupting infusion to patient.

Manufacturer narrative:
The alaris syringe module was received for evaluation and the event and error logs were downloaded. An external inspection did not identify any damage or deficiencies. The date of the event was reported as (B)(6) 2019 and a review of the error log identified one malfunction code 351.6660 recorded on (B)(6) 2019 07:13:38. A review of the event log identified that the syringe module was infusing at a rate of 5ml/hr when the error occurred, with the pcu displaying the error message "syringe calibration required", stopping the infusion and resulting with the user powering off the module at 07:19:48, thus confirming the reported issue. The syringe module was connected to a test pcu and an infusion was started at 5.0ml/hr, which ran for approximately 5 minutes before alarming/displaying the error message "syringe calibration required"; however, a subsequent infusion ran for more than 16 hours before alarming/displaying the error message again. The error log was downloaded and a review confirmed 2 additional entries for malfunction code 351.6660. Additional infusions were performed with the issue occurring sporadically. The syringe module was disassembled and a visual inspection identified damage/distortion of the linear positioning sensor wipers, which affected the monitored resistance of the linear positioning potentiometer resulting in a change in the calculated linear sensor position and alarm activation. The device history record was reviewed at the manufacturing facility which did not show any manufacturing issues during production build for the syringe module. A review of the service history for the syringe module did not identify any records for this device since receipt by the customer during (B)(6) 2019. The root cause has been attributed to a manufacturing issue due to the assembly process not being followed correctly, with the damage occurring during the closing steps when assembling the drive train assembly.

Event description:
The reported feedback suggests that there was a calibration error interrupting infusion to patient.